Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-04539. It was reported that catheter entrapment occurred. The target lesion was located in the right common femoral artery. After placing a 300cm, 8cm poly tip v-18 control wire, a 5.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for angioplasty. However, during the procedure, the balloon catheter became stuck on the wire. Both devices were removed together and the procedure was completed. No patient complications were reported and the patient's status was fine.